Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via download data that a (B)(6) male pt was treated. The pt was on his way home from the hospital at the time of the event. The lifevest delivered a treatment at 16:03:13. Motion artifact contributed to the false detection. The pt was conscious and reportedly pressed the response buttons. Download data does not suggest that the response buttons were used. There is no indication that the pt sought medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. There was no problem with the monitor response buttons. Device mfg date: monitor: 12/01/2012 - reuse. Electrode belt: 01/01/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).